Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance exhibited by the atrial lead. Programming changes were made. The patient was in stable condition.